Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: 21131159. Model/catalog description: coverage 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.